Manufacturer narrative:
Block d4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that a suturing cinch device was used during an unknown procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The outcome of the procedure was not provided. There was no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.